Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) ablation procedure. After the catheter was inserted into the patient, the physician was prepping for a transeptal puncture. It was then observed that there was no image being displayed by the catheter. The cables were replaced but without resolution. The catheter was removed and the physician reinserted a new catheter to continue and complete the procedure. The was a delay of five minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.